Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and verify battery power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was not turning on. They changed the insulin pump¿s batteries several times, but the device was still off. The customer¿s blood glucose during the incident was unknown. The insulin pump will be returned for analysis.